Manufacturer narrative:
The suspect device has returned for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges that liquid (saline solution and blood) leaked once from the one-way stopcock. A new product from the same lot was opened and used instead without issue. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to leak fluid due to a crack in the stopcock. The crack likely occurred due to molded-in and residual stresses inherent to the device design from the manufacturing processes. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.